Manufacturer narrative:
Findings: unit received with loose/protruded drive support disk, partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window, cracked case.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the drive support cap is sticking out. Customer's father stated that he pressed on the cap while connected. Customer's father does not have the pump and serial number so advised to call back to complete the troubleshooting.